Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # mw5109483. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was deformed. The following information was provided by the initial reporter: "a 20ga IV catheter tip when removed had a shortened deformity."

Manufacturer narrative:
H6: investigation summary. A physical sample was not available for investigation but bd was provided with four photographs of the issue for evaluation. A review of the device history record was performed for the reported lot, 1355856, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that there was not enough evidence provided by the photos to determine a possible defect. The first photo was of the IV catheter inside of a plastic bag and the other three photos only showed the product label. The photos were not clear enough to examine the reported defect. Therefore, based off the provided photos the engineer was unable to verify the reported defect. Since, no defects could be identified in the provided photos a definitive root cause could not be determined. For a more thorough investigation a physical sample would need to be available for catheter inspection and testing. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was deformed. The following information was provided by the initial reporter: "a 20ga IV catheter tip when removed had a shortened deformity."